Event description:
The patient underwent a procedure for the insertion of an iud on (B)(6) 2009. According to patient's complaint, an uterine sound broke off in patient's uterus. The uterine sound had been removed. The patient claimed to sustain physical injury, pain and suffering, emotional distress and medical bills. This uterine sound is a tool designed for healthcare professionals to measuring the depth and positioning of the uterine cavity. It's not a medical device for patient use.